Event description:
The customer reported to olympus, that the evis exera iii video system center had broken video connector pins. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer return device, video connector socket failure was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: broken video connector pin, and bent video connector pin which caused smear image with a 180 scope. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 14 january 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the bent/broken video connector pin could not be identified. The phenomena might have been prevented by following the instructions for use below: - from: [important information ¿ please read before use] do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. - from: [6.3 connection of an endoscope] confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the connectors on the scope side pin connector of the videoscope cable exera ii / that the video connectors of the videoscope / camera head / the oes video converter are not damaged. Olympus will continue to monitor field performance for this device.